Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) [s/n (B)(4)] found the battery had reduced capacity due to overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial# (B)(4), product type: lead. Product ID: 3776-75, serial# (B)(4), product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the implantable neurostimulator (ins) could not be charged and was explanted. There were no patient symptoms reported. The patient outcome was noted to be recovered without sequela. The indication for therapy was spinal pain. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.